Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) would not go pass the self-check test.

Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The pump was returned, tested, and evaluated. The reported complaint was confirmed; the console was unable to fully boot due to a system self-check failure. The cause of the aic issue was a defective impellatronics board. Due to the defect, adequate voltage was not being delivered to the motor driving circuitry on the impellatronics board.